Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints reported in the lot. No further info is expected. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt's lens has shown a change in color and glistenings. There is no pt impact and no intervention is planned. No further info is expected.